Event description:
It was reported that during a da vinci-assisted procedure, a sureform 60 stapler with a blue reload produced an incomplete staple line, resulting in an anastomotic tear and bleeding. The instrument was inspected prior to use with no abnormalities noted. While creating a gastric pouch for a gastric bypass, the stapler only partially fired on stomach tissue, with the final row of staples failing to close properly. This led to tissue being pushed out, an incomplete staple line, and the formation of holes or gaps in the target tissue, which caused bleeding. The target tissue was not calcified, under tension, bunched, or previously treated with chemotherapy or radiation. There was no exposed blade, no error messages, no obstructions, no hard material between the instrument jaws, and no buttress material was used. Bleeding was managed with direct pressure, coagulation, and sealing techniques. The surgeon completed a new staple line using a backup stapler. Estimated blood loss was 200 milliliters, and the procedure was delayed by at least 30 minutes. The surgery was completed robotically with no further adverse complications.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A log review was performed, and the logs show the sureform 60 stapler 480460-12, lot no k18250926-0313, was used first, and it was installed on the system twice and fired 2 blue reloads. On each install, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Next, logs show a second stapler 480460-12, lot no k18250926-0315, was installed on the system 5 times and fired 5 reloads (4 blue, followed by 1 white). On each install, all clamps were successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.